Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2014 due to unknown mechanical complication of the internal joint prosthesis and adverse reaction to metal debris (armd). It was reported that the stem, cup, and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00076 / -00077).

Manufacturer narrative:
Evaluation of the returned component found evidence of bony ingrowth. A small area of porous coating appeared to be missing adjacent to one of the anti-rotation fins. It could not be determined whether this backside damage occurred before or during removal surgery. Scratching was visible on the articular surface of the cup. However, the inferior side of the bearing surface appeared largely unworn except for some larger scratches that were possibly caused by contact with surgical instruments. The dimensional evaluation of the cup found it was acceptable to print specification.